Event description:
The customer reported that the device had a blank screen and the smell of burning wires was apparent. There was pt involvement with no adverse impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.